Event description:
It was reported that patient presented to the ER after receiving a shock from her device. Interrogation showed inappropriate therapy due to noise. Patient stated she was waiting to be scheduled for a lead replacement when this event occurred. The device detection was turned off and patient was transferred to another hospital for lead replacement. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.